Event description:
It was reported during in clinic follow up that the atrial lead exhibited a drop in pacing impedance. Imaging revealed pericardial effusion and cardiac perforation by the lead was suspected. While attempting to reposition the lead, blood was found in the insulation which suggested an insulation breach. The lead was explanted and successfully replaced.

Manufacturer narrative:
The reported events of insulation damage and low lead impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.